Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had issues with the sensors. The insulin pump alarmed calibration error and change sensor. Her blood glucose level was around 400 mg/dl. The sensor readings were 100 points off. The device was not returned.